Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp). It was stated that beginning on (B)(6) 2017 the patient started having new pain related to the granuloma. The device was not explanted. No further complications were anticipated/reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 25m g/ml for a total dose of 16mg/day via an implantable pump for no known indication for use. It was reported an inflammatory mass was suspected. It was noted that manufacturer representative (rep) does not have any patient information, but was just asked for information on how to diagnose and manage. Information was emailed to rep. The event date was unknown. It was stated that manufacturer representative (rep) received a call today from a healthcare professional (hcp) reporting a catheter tip granuloma. Event date was unknown. The hcp was requesting a medical consultant or other medical expert that could speak with hcp about inflammatory masses. It was reviewed pertinent information per rep's inquiries, supplied rep with manufacturer medical affairs contact information, and sent rep manufacturer inflammatory mass information. Symptom reported included granuloma. It was noted as a gradual change in therapy/symptoms. It was noted that rep did not have patient or device information or other details at the time of the call. Additional information received on (B)(6) 2017 from a manufacturer representative reported the initial reporter contact information. No further information or complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. (B)(4) applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with no patient information available. It was reported an inflammatory mass was suspected. It was unknown what symptoms were reported. It was noted that manufacturer representative (rep) does not have any patient information, but was just asked for information on how to diagnose and manage. Information was emailed to rep. The event date was unknown. It was unknown what drug, dose, and concentration was related to this event. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.